Event description:
Same case as manufacturer's report # 6000130-2005-00031. It was reported that during a coronary treatment procedure, removal difficulties were encountered. The distal coil of the platinum plus 3/.025"/180 cm guidewire came off inside of the sheath. The plantinum plus guidewire was removed and replaced with another platinum plus guidewire. The same problem occurred with this wire and it was replaced with a third platnium plus guidewire. The procedure was successfully completed. No pt injuries or complications were reported. Patient status is reported as 'good'.